Manufacturer narrative:
A ge svc rep performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a filament regulator failure error message during a procedure. There is no report of pt injury.